Event description:
It was reported that the user experienced difficulty navigating the sensor interface on the ilet while using a dexcom g7, becoming stuck on the stop sensor page, and later reported a blood glucose of 244 mg/dl after eating; troubleshooting and education were provided, pairing and warmup were communicated, and there were no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included customer service troubleshooting and education, classification of the event as cause unclear, and documentation of symptoms and outcomes. Investigation of this case revealed no device malfunction or component failure, and user interface confusion was resolved by directing the user back to the home screen. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.